Event description:
Reporter indicated that patient complained of feeling "shocks". The patient reportedly did not fall and that the shocking sensation was not just with stimulation, but was intermittent. Further investigation revealed that the patient was implanted for migraines. The patient reportedly had a mammogram approximately 11/2001 and patient had some discomfort from the procedure. The patient's device was programmed to off a week later. Physician plans to leave device programmed to off for approximately one month. It was reported that the vns had not helped the patient's migraines.